Event description:
Report #1 of 3 received of an extension set that "burst" during a power injection of contrast medium. The contrast was injected via the y-site at an unspecified pressure and rate. The tubing set was reported to have "burst" immediately upon the start of the injection. The site remained intact, and the extension set was replaced with one of the same list number. The lot number was not indentified. There was no reported adverse patient effect. No medical intervention was required. Reportedly, the customer was aware prior to the reported event that the use of a power injector was not indicated for use in the lifeshield plumset. It was reported that the customer has periodically used the power injector to infuse contrast medium and stated "sometimes it works, and sometimes it doesn't work". Though requested, no additional information was available.